Event description:
Patient arrived to clinic on (B)(6) 2023. Upon interrogation of the vad, it was noted that there had been several dl fault alarms starting on (B)(6). Driveline taped from abdomen to controller housing with concern of driveline breakage at housing. Patient admitted for driveline repair which was completed on (B)(6).